Event description:
It was reported that device exhibited far r wave oversensing. Device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.